Event description:
The customer reported that when the ventilator alarmed, the facility remote alarm did not alarm. The customer reported the ventilator was not in use on a patient therefore there was no patient harm or involvement. The manufacturer's service technician replaced the main pcb board to correct the reported problem. Performance verification testing was completed and tests passed per operating specifications.